Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed who asked if the observed malfunction was related to a field change order (fco). The rse advised that if a power on self-test intermittently calls a false "speaker malfunct" inop, the inop message clears if the mx40 is rebooted. The rse also stated that if the "speaker malfunct" inop is called every time the device goes through power on self-test, this indicates a true hardware failure of the speaker (no sounds or distorted sounds generated) or a detection microphone failure. The biomed was advised to send the device into bench repair.the product malfunction was unable to be confirmed because the customer declined to send the mx40 to the bench repair. It is unknown how the issue was resolved.